Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheter products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheter products are identified . (Expiry date:11/2022).

Event description:
It was reported that during a recanalization procedure of a calcified target lesion, the tip of the catheter allegedly detached after 120 seconds of activation. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheter products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheter products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. Material separation was noted approximately 0.1 cm from below the distal tip. The distal tip was examined under magnification and found to be separated from the outer catheter. Based on the findings, the investigation is confirmed for the reported material separation issue as the distal tip was separated from the outer catheter. A definitive root cause for the reported material separation issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 11/2022), g3 h11: h6 (result and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. See h10.

Event description:
It was reported that during a recanalization procedure of a calcified target lesion, the tip of the catheter allegedly detached after 120 seconds of activation. It was further reported that another device was used to complete the procedure. There was no reported patient injury.